Event description:
This male pt with a history of previous pci (target vessel/non-target lesion previously treated in 2007), and hyperlipidemia was admitted for coronary eval. He was currently taking aspirin, plavix, statins, ace inhibitors, and beta-blockers. The indication for the procedure was unstable angina. Baseline assessment revealed bradycardia (49 bpm) and borderline hypotension (110/62 mmhg). Angiography revealed a 70%, 10mm, de novo, smooth, concentric, type a lesion in the mid left anterior descending artery (lad). An add'l lesion was noted in the first diagonal branch. This was described as an 80%, 3mm de novo, smooth, eccentric, type-a stenosis in the ostium of the vessel. Heparin was administered. Clotting times measured during the procedure were vasp 9% and pfa-100 of 144 seconds. No add'l doses of aspirin or a plavix were administered. The mid-lad lesion was not predilated. A 2.5 x 18mm cypher select stent was deployed to 24 atms with good results. Following implantation of the first cypher stent in the mid-lad, a distal plaque shift was noted. To treat this, an add'l 2.5 x 08mm cypher select stent was placed abutting to the first and was deployed to 10 atms with satisfactory results. The diagonal lesion was not predilated. A 2.5 x 08mm cypher select stent was deployed to 16 atms with good results. The stents were not post dilated. At one-month and six-month follow-ups, the pt was asymptomatic and was compliant with all cardiac medications.

Manufacturer narrative:
Cypher select prod is not distributed in the us; however, it is similar to us distributed cypher prod. Add'l info will be submitted within 30 days of receipt.